Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7 mm vticm5_13.7, -9.50/+4.0/80 (sphere/cylinder/axis), implantable collamer lens in the patient's right eye (od) on (B)(6) 2018. Patient was dissatisfied with visual acuity as it is 20/25. The surgeon is currently checking on the patient's condition.